Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal were both removed. The investigation found the top case is cracked by tube holder. Plunger head is cracked by all screws. The pump event history showed a motor rate error during occlusion test. The technician found a combination of motor assembly including motor, lead screw and clutch halves. The root cause was due to normal wear and old style blue worm gear found in the pump. The technician replaced motor assembly including stepper motor, lead screw and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a motor rate error was observed. No patient injury was reported.